Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 50-123 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the control iq software was "too aggressive." Tandem technical support reviewed pump data and verified the control iq software functioned as intended.